Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Device was monitored for two (2) days and no unexpected battery power loss, heating up or hot to the touch noted. The electronic assembly was inspected and no obvious burned components or heat related damage noted. Device was received with scratched case and pillowing keypad overlay. No swelling of the pump case or insulin pump case damaged during physical inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer stated insulin pump was overheating. Customer stated insulin pump swelled up. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.